Event description:
During a right hemicoloectomy the tlc55 was fired once with the blue load and then two white reloads. A third white cartridge was loaded and the surgeon could not advance the firing knob. A tvc55 was opened to complete the case. There was no consequence to the pt. 1/24/97 0955 left message and 800# for surgeon to call back. 1/27/97 nncl sent.